Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fridge was unable to open. A field service engineer (fse) powered down the station, removed the remote manager side panel, replaced the latch, closed the side panel, and powered on the station but issue persist. Upon next arrival field service engineer checked all connections; all were secure. The remote manager was plugged into medcart port one of the communication sleds; it was moved to port 3, and the station was restarted. The discovered remote manager was configured to clone settings from the original remote manager to resolve the issue. Service was restored, but the station will be replaced with a new one. However, the new communication sled was refused by the customer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es the fridge was unable to open. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.